Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that between "10 to 20 bags" of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked around the port. The leaks were discover during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from may 03, 2019 - may 04, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.